Event description:
Covidien received info, that during pt use, the screen went blank, the ventilator continued to cycle. The device was removed from the pt. No harm or pt injury reported.

Manufacturer narrative:
(B)(4).